Manufacturer narrative:
Follow-up #1: date of submission 10/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during investigation, the pump powered on with audio and vibratory tones. The display lens screen was shattered and unresponsive. The pump case was removed and a test screen was used and functioned appropriately. Additionally, the battery compartment was cracked under the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.